Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed secondary to pulmonary embolism. Approximately three years post filter deployment, CT abdomen/pelvis revealed a filter in the infrarenal segment of the ivc. The filter was normal in morphology and position, no abnormal tilt seen. The struts of the filter are noted to extend more than 3 mm beyond the wall of the inferior vena cava. The position of the filter was unchanged compared to previous CT dated a year and half earlier. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record review, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 04/2016; manufacturing date: 04/2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, computed tomography of abdomen and pelvis with contrast was performed which showed infra renal inferior vena cava filter. After two weeks, the patient experienced abdominal pain. On the same day, x-ray of chest was performed which showed inferior vena cava filter. On the next day, computed tomography of abdomen and pelvis without contrast was performed to evaluate the filter and look for evidence of venous thrombosis which showed a filter was in the infra renal segment of the inferior vena cava. The filter was normal in morphology and position, no abnormal tilt seen. The struts of the inferior vena cava filter are noted to extend more than 3 mm beyond the wall of the inferior vena cava. The position of the filter was unchanged. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 04/2016) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.